Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 07/26/2015. Customer performed back to back blood test, 262mg/dl and 254mg/dl fasting. She ran a test with her meter the results: was 280mg/dl and her husband meter was reading 140mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 07/26/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Customer performed back to back blood test, 262mg/dl and 254mg/dl fasting. Reviewed meter memory: (B)(6). She ran a test with her meter the results: was 280mg/dl and her husband meter was reading 140mg/dl. No adverse event reported.